Event description:
It was reported that the customer received an alarm and the screen went black on his insulin pump, after he accidentally went into a swimming pool with the pump on. He also reported fluid under the lcd screen. The customer's blood glucose was 219 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on the keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.